Event description:
Subject device could not be interrogated with programmer sn (B)(4). The following message was displayed to the user: "the detected device could not be interrogated with this version of (B)(4) because: device is under clinical evaluation. Device is not a sorin one. Version of (B)(4) is obsolete. Preliminary investigation revealed the software version installed on that programmer was (B)(4), while a higher version ((B)(4) or higher) should have been used to interrogate the subject device.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.